Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the wireless footswitch (wfs) was unable to generate series of images (fluoroscopy) during a diagnostic procedure. The procedure was completed using a wired footswitch instead. Review of the logs by a philips remote service engineer (rse) identified an unusual pattern in the log entries indicating an issue with the enable x-ray signal of the footswitch. In order for the system to x-ray, two signals are required from the footswitch, one to confirm that the switch was pressed and a safety signal which enables x-ray. These signals are required simultaneously for the device to produce radiation. The log file analysis indicated that the enable x-ray signal was being triggered by the footswitch when the footswitch was not pressed, and vice versa. As these signals were not occurring simultaneously, radiation would not be released. The failure part analysis could not identify conclusively a root cause for the failure. Nevertheless, replacement of the wireless footswitch by the philips field service engineer (fse) resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working properly. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.